Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from the health care provider (hcp) via a manufacturer representative reporting that the hcp would attempt to get authorization and send the patient for a battery change. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) became overdischarged after not being charged for a year. A physician mode recharge was successfully performed. The patient then reported that the battery was going from full to empty in an hour. No further complications were reported.